Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit. The hp stated he was connected at the time of the alarm and all the bags were full of solution. The hp stated that there was air in the patient line. The technical service representative (tsr) assisted the hp to disconnect from setup and cycle power to clear the alarm. The tsr also advised the hp to inform the nurse of the alarm. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the outlet port on an rd900 infant resuscitator broke. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 4/6 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The hp stated he was connected at the time of the alarm and all the bags were full of solution. The hp stated that there was air in the patient line. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).